Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was multiple maintenance issues including insufficient volume of accessory fluid. The siemens healthcare diagnostics field service engineer (fse) performed maintenance and instructed the customer on appropriate maintenance protocols. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed sodium results were obtained on three patient samples. The results were reported to the physician who questioned the results. After discordance was recognized, the samples were re-run and higher results within the normal range were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.